Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report. The reported event is not confirmed. The cause of the reported event could not be established. There was no malfunction of the device reported. The patient reportedly had a revision procedure on an unspecified date in january 2024. The current status of the patient is unknown. Additional information was not provided upon request. The device history record was reviewed. There was no nonconformances related to the reported event documented in the manufacturing records. The product lot was manufactured and released to applicable procedures and specifications. A three-year retrospective review of all nonconformances was performed for the product reported. There were no nonconformances related to the reported event. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 30july2024, it was reported to arthrosurface that during a wrist motion procedure performed on an unspecified date on a patient of unknown age and demographics, a bone fracture was reported during implantation of the device. The device was reportedly not explanted and there is no report of a revision procedure. Additional information is being solicited.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to arthrosurface that during a wristmotion procedure performed on an unspecified date on a patient of unknown age and demographics, a bone fracture was reported during implantation of the device. The device was reportedly not explanted and there is no report of a revision procedure. Additional information is being solicited.